Event description:
It was reported that the patient underwent a heart transplant. The patient had a longstanding streptococcus sanguinis bacteremia and left ventricular assist device/ implantable cardioverter-defibrillator (lvad/ICD) infection and was listed as status 3. Despite 6 months of parenteral antibiotics, they had ongoing positron emission tomography (pet) avidity. However, the patient was well controlled on suppressive clindamycin.

Manufacturer narrative:
A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were identified during the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6). A specific cause for the patient¿s reported infection could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 6 inches from the pump header. The remaining portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port. A non-abbott graft was sutured to the outflow graft approximately 1 inch from the graft hardware. The outflow graft bend relief was not returned. The apical cuff was returned with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Review of the device history records showed no deviations from the manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas IFU is currently available. The IFU lists infection (driveline, localized, and pump pocket or pseudo pocket) and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. The heartmate 3 lvas patient handbook provides care instructions in regard to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.